Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone; data not available. Cloud - omnipod 5 software app version; data not available. Cloud - smartphone operating system; data not available. Cloud - smartphone hardware; data not available. Cloud - cgm sensor type; data not available.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 18 mmol/l (324 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also reported that the infusion site was red and "raised." As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The pod data indicates no struggle to deliver insulin. No evidence of reported bent or kinked cannula was found. No damages or deficiencies to the formed needle, soft cannula, or housing were observed that could have contributed to the reported infusion site skin condition irritation. The exact cause of the reported event could not be determined.